Event description:
It was reported that an arteriotomy closure of the moderately calcified and moderately tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic cardiac catheterization procedure. Reportedly, when pulling back on the device after the needles were deployed the device felt stuck even after the footplate was depressed. The device was pulled out and the sheath came apart from the guide tube. The sheath was left behind in the patient. Surgical intervention was performed to remove the device and achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay due to the surgical intervention to remove the portion left in the patient anatomy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method. Reportedly, there was resistance encountered during insertion, but the procedure was continued. The proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. It was reported that the proglide device was used in a moderately calcified vessel. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to remove the closure device could not be replicated in a testing environment, thus could not be confirmed. The reported detachment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the closure device or detachment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.